Manufacturer narrative:
No patient logs/archives have been returned to manufacturer for analysis. Patient logs not returned.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative, registered nurse, reported that while in a cranial procedure, the prone patient was registered and during navigation the anatomy was flipped. It was noted that the fiducials were placed fairly symmetrically and the 3d model was not very clear. The patient had a lot of hair, making it difficult to see the fiducials. A medtronic representative, trouble-shooting, walked the site through a successful pointmerge registration and the surgery proceeded. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.